Manufacturer narrative:
This report is being submitted to relay additional information. The following information is being submitted: b4: 22 nov 2019 b5: no new information to report b4: expiration date: jul 01 2019 UDI: (01)00889024019720(17)190731(10)62748630(241)tsvmb10 g4: 25 oct 2019 g7: follow up h1: serious injury h2: additional information, device evaluation h3: yes, evaluation summary attached h4: 10 jul 2014 h6: method, results, conclusion codes h10: manufacturer narrative the reported device was received for evaluation. Visual inspection identified that the implant was fractured on the collar and that a removal tool was stuck to the implant. Functional testing and dimensional analysis could not be performed since the implant was fractured and a removal tool was stuck to it. The reported condition of a fractured implant was confirmed. A device history record (DHR) review was completed for the reported device lot. No deviations nor non-conformances which could have caused or contributed to the reported event (fracture). All products were conforming at the time they left zimmer biomet. A complaint history review was completed for the reported device lot for similar events and no other complaint was identified. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No new information to report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Event description:
It was reported that the implant was removed due to a fracture. The site was grafted. Tooth location 20.